Event description:
On 08/18/1998, sixteen (16) microscopic operations were performed using instruments sterilized in steris' eagle 2000 sterilizer. While performing one of those operations, the surgeon noticed microscopic size black particles in the incision. These particles were sponged from the incision, and the operation proceeded normally. No post operative complications have been reported. The surgeon, felt that the sterilizer was the source of the small black particles deposited into the incision during surgery. He believes the particles were on the instruments after being sterilized. This med watch report is submitted due to the allegation that co's device contributed to a potential medical problem.